Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. 4 photos of (16) 0.3ml bd insulin syringes from lot 9337429 were returned. The customer reported about hub-needle/shield separation from the barrel. The photos were reviewed, and it was observed that 1 of the syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tip was observed. The other 15 syringes in the photo did not appear to exhibit hub separation. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pull. There were two (2) notifications noted that did not pertain to the complaint. Root cause: raised shields; the defect may cause the needle assembly unit to not snap fit onto the barrel. No root cause identified. Capa1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that 20 syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device. The following information was provided by the initial reporter: the customer reported about hub-needle/shield separation from the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 20 syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device. The following information was provided by the initial reporter: the customer reported about hub-needle/shield separation from the barrel.